Event description:
The patient reported that at his refill visit, almost all of the drug was pulled back out of the pump and he was experiencing return of pain/withdrawal. The type of medication, concentration, and daily dose being administered via the pump were not reported; the device registration system indicates morphine. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.